Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the motorized moment was partially available. Upon functional testing, the fse identified there is a malfunction on hybrid extension box (heb) power supply. Heb needs replacement as the fuse connected to heb is blowing continuously. To resolve this issue, fse replaced the fuse connected to heb. After replacement of fuse the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that motorized movement was partially unavailable. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the movement was not possible. Troubleshooting actions showed a problem with the hybrid extension box. The fse replaced the hybrid extension box and returned the system to use in good working order. Philips has started an investigation for this complaint.